Manufacturer narrative:
Per additional information, the investigation information has been updated. Investigation summary: products in complaint were produced in nov. 2018 and manufacture records were reviewed, no abnormal was found. Investigation conclusion: based on investigation, the complaint is not manufacture issue. Root cause description: angularity of IV end and pen needle visual inspection were conducted on 7 pcs retention samples and all the results meet the product specification. Based on the results of returned samples received, adhesive bead is damaged, and the obviously deformation showed on the interesting surface of needle broken point, it would be caused by external excessively force.

Event description:
It was reported that the pen needle 31gx5mm 7 pack experienced cannula breakage causing a serious injury in the form of medical intervention. The broken portion of the needle required surgical removal. The customer stated, "it was found that needle broken. The broken needle have been removed by surgery."

Manufacturer narrative:
Investigation summary: products in complaint were produced in nov. 2018 and manufacture records were reviewed, no abnormal was found. Investigation conclusion: based on investigation, the complaint is not manufacture issue. Root cause description: angularity of IV end and pen needle visual inspection were conducted on 7 pcs retention samples and all the results meet the product specification. Based on the results of returned samples received, adhesive bead is damaged, and the obviously deformation showed on the interesting surface of needle broken point, it would be caused by external excessively force. Device evaluated by MFR: not evaluated.

Event description:
It was reported that the pen needle 31gx5mm 7 pack experienced cannula breakage causing a serious injury in the form of medical intervention. The broken portion of the needle required surgical removal. The customer stated, "it was found that needle broken. The broken needle have been removed by surgery."